Event description:
During case, covidien endo stitch suturing device kept getting stuck while loading 2-0 silk endo stitch sutures, making it difficult for surgeon to use. No harm to patient. Covidien rep notified.